Event description:
Patient had vaginal pain that started following an anterior and posterior repair along with a synthetic midurethral sling, monarc type. On physical exam, she had significant tenderness at the area of the arms going into the obturator foramen bilaterally. She had no tenderness posteriorly.